Manufacturer narrative:
The reason for the revision reported was likely due to a failed rotator cuff. The cause of the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Concomitants: 3674906 - 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 3891103 - 300-10-15 - equinoxe replicator plate 1.5mm o/s, 3798708 - 300-20-02 - equinox square torque define screw drive kit, 3582595 - 310-01-41 - equinoxe, humeral head short, 41mm (alpha), 3917680 - 314-13-02 - equinoxe cage glenoid small, alpha.

Event description:
As reported, approximately 8.5 years post initial left total shoulder arthroplasty (tsa), the patient had a revision due to cuff failure. The patient was changed from anatomic to reverse. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to the devices were disposed b y the hospital.